Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 02-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings:during visual inspection of the pump, it was observed that the keypad was intact. The ¿ok¿ button on the keypad was under responsive to user presses but all the other buttons were responsive during the investigation. The keypad was removed and the ¿ok¿ button contact was found to be cracked. The keypad cover was removed and a crack was found in the dome contact. No physical damage was found on the keypad. The investigation was able to duplicate the initial complaint about an unresponsive keypad. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.